Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of four (4) peritoneal dialysis (pd) transfer sets separated from the tubing. The twist clamp would separate from the tubing of the transfer sets when the patient would open the twist clamp during therapy. When attempting to open the twist clamp, the clamps would not open resulting in no flow, and when the patient attempted to manipulate the tubing, the twist clamp and tubing would separate. To resolve the issue, the patient received prophylactic antibiotics and the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, and h6. H10: five (5) device samples were received for evaluation. A visual inspection was performed on the returned samples, and it was noted that the twist clamps had separated from the light blue mainbody revealing that that the tubing was stuck between the occluder feet. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.